Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the heat damage. Evaluation confirmed heat damage on the connector of the backflex and the shielding for the processor printed circuit board (pcb). Engineering investigation determined assignable cause to be a bad wireless module. The wireless module returned with the device was found with no evidence of heat damage. When evaluating the rear case of the pump, it was noticed that there was heat damage around the positive battery contact pins. This indicates a module was used on the pump, which should have signs of heat damage. The rear case and processor pcb were replaced. (B)(4).

Event description:
During recertification of a baxter pump, functionality testing was completed. During the testing, the device was found to have evidence of heat damage. There was no patient involvement.